Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic), high impedance, and a possible fracture. Artifact was noted on the near field electrocardiogram when moving the lead near the fixation sleeve. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected range. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. 15 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 ms between 2013 (B)(6) and 2014 (B)(6). Lead failure predictor triggered on 2014 (B)(6) at 15:00:04 for nst and abnormal impedance. Rv pace impedance baseline ~550 ohms, 1577 on 2014 (B)(6), undefined on 2014 (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.